Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced mrsa infection. The sys was removed. Following 8-10 weeks of antibiotics, the sys was replaced. Additional info has been requested. A f/u report will be submitted if additional info becomes available.